Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a couple of months ago, while straining to have a bowel movement because, the patient was extremely constipated, the patient felt the pump turn with the back facing up. The hcp (healthcare provider) had trouble filling the pump. The hcp turned the pump manually rather than getting a surgeon. A couple of days passed and then the patient felt the ¿tube loose¿. She went in to see the nurse who did a sonogram and they saw fluid at the pump site. The medication had leaked out when the hcp manually turned the pump. As a result, they had to go in to reattach everything and re-anchor the pump. The device system was delivering pain medication; it was unclear if the pump had dilaudid, bupivacaine or both at the time of the event. Additional information has been requested, but it was not available as of the date of this report.